Manufacturer narrative:
One medfusion pump was received in good physical condition and visible contamination by the "l" bracket pole clamp. The event history log was reviewed and there was a primary audible alarm post. Power up and infusion/occlusion test were performed. The reported issue was unable to be duplicated. There was no problem found with the returned pump. According to trouble shooting chart, the background self-test sensed no current flowing in the primary speaker. The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The speaker and interconnect board were replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure audible alarm. The pump failed during patient use and the biomed tech was able to verify the reported issue. There was no reported adverse event.